Manufacturer narrative:
Vygon has not yet received a failed sample of the device for investigation. The complaint investigation is still ongoing, the results will be forwarded to FDA upon completion via follow-up MDR within thirty days.

Event description:
An epicutaneous cava catheter of the vygon brand was used directed in cephalic vein in a 26 cm positioning, to a child of (B)(6). The installation and maintenance procedure was performed as instructed by the protocol of the institution and the procedures manual of the catheter itself. 72 hours after the installation, an injury was confirmed 5cm from the insertion point, indurated area; so the procedure that followed was a removal. When removed, the catheter was found incomplete missing 17 cm. A migration was observed when the patient was controlled through an x-ray, needing a catheterization for extraction.

Manufacturer narrative:
This complaint is not confirmed. Examination of the faulty sample returned showed that the catheter was cut for microbiological testing at 23 cm. The catheter split at 18,4 cm. Microscopic examination found typical signs of a pressure burst. The first 10 cm of the catheter were clotted. The user obviously did not follow the product's IFU where we warn: bolus injections should be slow and must not exceed the maximum bolus pressure of 1,2 bar. The batch history records were checked and no abnormalities were found. This is the first complaint for batch no. 260215ge and the second complaint for this reason of complaint within the last 3 years. The other complaint was also handling-related. No further corrective action initiated by quality management.

Event description:
An epicutaneous cava catheter of the vygon brand was used directed in cephalic vein in a 26 cm positioning, to a child of 40 days of life. The installation and maintenance procedure was performed as instructed by the protocol of the institution and the procedures manual of the catheter itself. About 72 hours after the installation, an injury was confirmed 5cm from the insertion point, indurated area; so the procedure that followed was a removal. When removed, the catheter was found incomplete missing 17 cm. A migration was observed when the patient was controlled through an x-ray, needing a catheterization for extraction.